Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Unstable thresholds was noted on the pacing lead and the pacing output of the implantable pulse generator (ipg) was not consistent with pacing thresholds. Ipg was reprogrammed and remains in use and pacing lead was capped. No further patient complications have been reported as a result of this event.